Event description:
It was reported that the user perceived a low glucose overnight and self-treated with oral glucose despite device data showing glucose remained within target, with a nadir of 84 mg/dl. Symptoms included perceived hypoglycemia without documented low glucose. Outcomes included use of oral glucose. Investigation included review of device-reported glucose data and user interaction with education on appropriate treatment of lows. Investigation of this case revealed user behavior consistent with preemptive treatment due to fear of hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.